Event description:
It was reported that during implant the helix was extended and when the doctor pulled back on the lead to test for stability, the lead dislodged. This lead ws not used.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: analysis was normal. No anomaly was found.